Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the end of the synream reaming rod snapped inside the patients tibia. This lead to the reamer coming off which subsequently also broke inside the tibia, leaving fragments of metal floating around. The surgery was not prolonged. There was no patient harm. The surgery was completed and the fracture reduced. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).